Manufacturer narrative:
Evaluation of returned device found evidence that implant fractured due to the application of excessive force and malalignment. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿

Event description:
It was reported that patient underwent a superior labrum anterior to posterior shoulder repair on (B)(6) 2013. During the procedure, the surgeon had difficulty inserting the anchor. A mallet was utilized and the inserter tip of the anchor fractured off and remains in the patient's bone. The surgeon completed the procedure with another juggerknot anchor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.